Event description:
It was reported that the electrode had migrated out of the cochlea. The surgeon attempted to reinsert the electrode array, but had difficulty reinserting the array during surgery. The patient was re-implanted with another advanced bionics cochlear implant.